Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that a biolox-forte head 32/ 0 m 12/14 was implanted on (B)(6) 2007 on the right side. The pt underwent a revision surgery on (B)(6) 2015 due to pain. The same pt is treated in (B)(4).